Event description:
It was reported that within five weeks of implant, the device could not be interrogated. It was noted that a surface egm (electrogram) showed pacing morphologies. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 implantable pacing lead, (B)(6) 2013; a 407652 implantable pacing lead, (B)(6) 2011. (B)(4).